Event description:
It was reported that the cap was loose on an unknown clearlink set. This was observed before use of the device. The reporter did not have information about patient involvement, patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.